Event description:
An iskd lengthener was implanted in 2006. In 2007, the iskd lengthener broke in situ. The doctor noted that the patient had developed a non-union of the treatment site. The iskd lengthener was replaced with a nail.